Manufacturer narrative:
The reported complaint on leak was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the medial balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.

Event description:
During ivtm therapy, the user observed an airtap alarm on the thermogard console approximately 40 hours after catheter insertion. Upon inspection, the user observed leak on the start-up kit (suk), as well as signs of leak on the floor by the patient's bedside. Following this, the user exchanged to another suk which cleared the airtrap alarm on the console. Ivtm was completed using the same console with no further issue reported. No known impact or patient consequence was reported. Additionally, evaluation of returned icy catheter lot 76376 found a leak at manufacturer. No known impact or patient consequence was reported.